Manufacturer narrative:
Concomitant medical products: ddbb1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure, the left ventricular (lv) lead was successfully placed. When the physician was securing the lead, the patient became respiratory compromised resulting in bradycardia. The device was reprogrammed to increase outputs to ensure capture. Atrio-ventricular pacing was restored and ultimately cardiopulmonary resuscitation (CPR) was administered. The patient subsequently went into ventricular tachycardia (vt)/ventricular fibrillation (vf) during CPR. The patient was externally defibrillated several times and eventually expired. The cause of death was respiratory failure/arrest.